Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx drug-eluting stents were implanted, two in the lad and one into the 2nd diagonal. It was reported the patient suffered mi. Cec adjudicated the mi as a non q wave mi (target vessel) 3rd udmi peri pci in the lad.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.